Manufacturer narrative:
Device evaluated by MFR: returned device analysis revealed the stent was not on the balloon. There was no damage noted to the shaft of the device. The balloon was folded and wrapped around the shaft. A clear impression of where the stent was originally crimped was visible on the balloon material. There were traces of blood visible on the stent. Visual and microscopic examination of the stent observed that some of the struts on one end of the stent were pushed apart and lifted up and the stent was flattened on the other end. There was a small section of human tissue wrapped around the stent. No further product analysis was performed at this time. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, the stent became dislodged from the delivery system. Vascular access was obtained 'near liver'. The target lesion was a stricture located in the lower bile duct. A non bsc guide wire was placed inside the patient. The 8.0x60mm express ld stent delivery system (sds) was advanced over the wire. When the sds was approximately 15cm from the distal tip of the wire, it was noted that the wire was bent. The express ld sds was removed and reinserted from 'another angle' via the same access site. While reinserting, the express ld stent dislodged from the sds inside the patient and remained on the guide wire. A forceps was used to remove the stent from the patient. A small amount of bleeding was noted at the access site, but did not require treatment. As originally planned, a percutaneous transhepatic cholangiodrainage (ptcd) tube was implanted and the procedure was completed. There were no additional patient complications noted and the physician had decided to take a 'wait and see approach'. Five days post procedure, a second ptcd tube was implanted and the original stricture was treated with implantation of a 8.0x60mm express ld stent. No patient complications were reported.

Event description:
It was reported that during a peripheral stenting treatment procedure, the stent became dislodged from the delivery system. Vascular access was obtained near liver. The target lesion was a stricture located in the lower bile duct. A non bsc guide wire was placed inside the patient. The 8.0x60mm express ld stent delivery system (sds) was advanced over the wire. When the sds was approximately 15cm from the distal tip of the wire, it was noted that the wire was bent. The express ld sds was removed and reinserted from another angle via the same access site. While reinserting, the express ld stent dislodged from the sds inside the patient and remained on the guide wire. A forceps was used to remove the stent from the patient. A small amount of bleeding was noted at the access site, but did not require treatment. As originally planned, a percutaneous transhepatic cholangiodrainage (ptcd) tube was implanted and the procedure was completed. There were no additional patient complications noted and the physician had decided to take a wait and see approach. Five days post procedure, a second ptcd tube was implanted and the original stricture was treated with implantation of a 8.0x60mm express ld stent. No patient complications were reported.